Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit fiber optic cable isn't sensing when connected to the port. There was no patient involvement reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to confirm the reported issue. To fix the issue, the fse replaced fo sensor extension cable assembly, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Event description:
N/a